Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use?".

Event description:
It was reported that during the thyroidectomy procedure, the blade could not work during the first operation, a solid tone and error 5 were heard with the generator. Another device was used to complete the case with no patient consequences.